Event description:
It was reported that there had been a gradual increase in the right ventricular (rv) lead impedance. The lead will continue to be observed and remains in use. No patient complications have been reported as a result of this event.